Manufacturer narrative:
This complaint is still under investigation. We will notify the FDA of the results of this investigation once it has depuy been completed. (B)(4).

Event description:
The femoral impactor cracked during the explantation of the femur. On (B)(6) 2017 - upon examination of the returned device, the impactor was found to be broken instead of just cracked as reported.